Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 304134, batch no. 9112830. It was reported that the syringe control 10ml ll bns has a cut on the syringe. The following information was provided by the initial reporter: "per customer, the three ring syringe has a cut in it."

Event description:
Material no. 304134. Batch no. 9112830. It was reported that the syringe control 10ml ll bns has a cut on the syringe. The following information was provided by the initial reporter: "per customer, the three ring syringe has a cut in it."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.